Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
On september 15, 2023, the spanish subsidiary notified us of an adverse event following the use of rha 4 in a patient. According to the information received, a patient was injected on (B)(6) 2023, with 0.25 ml of rha 4 in the tip of the nose. The injection was done with a needle using the bolus technique. Immediately after the injection, the patient presented with a vascular occlusion of moderate severity on the nose. On the same day, a local medical expert was put in contact with the injector, and 2 cycles of hyaluronidase were administered to the patient (2 ml per cycle, 1 ml in the tip of the nose, and 1 ml in the lateral part of the nose). In addition, aspirin (adiro 100 mg, once a day) was prescribed for 7 days. On september 15, 2023, we were informed that the patient was recovered, which was again confirmed on september 18, 2023. Thus, this case is considered closed.